Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device is an instrument and is not implanted/explanted. A review of the device history records was performed and no complaint related issues were found. The additional evaluation revealed that the investigation of this instrument has shown that the threaded tip is broken off. We suppose that too much applied mechanical force caused this damage. We know that this design is rather delicate therefore please ensure to follow the op-instruction in order to eliminate such occurrences. Further investigation showed conformity of the article in question to the company specifications and no apparent fault of material or manufacturing was detected.

Event description:
It was reported that the thread was broken. This is report 1 of 1 for complaint (B)(4).